Event description:
It was reported that a catheter issue occurred. The 2.00mm x 15mm maverick balloon catheter was selected for use. During preparation inspection it was noted that the catheter tip was fractured. The device was replaced and the procedure proceeded smoothly.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Investigation results: device analysis findings: the device was not returned; therefore, a technical analysis could not be performed. Device history record review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review was performed, and it confirmed that the event was defined in the risk documentation and is recorded accordingly in the product record review (prr) table. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: this investigation is assigned a most probable investigation conclusion code of unintended use error caused or contributed to event. This conclusion code is based on the available information. It was reported that tip detached from the device during preparation. The device is not indicated to be returned. Based on the available information it is likely that the reported damage occurred due to product handling and unintentionally excessive force being applied to the delivery system while unpacking and preparing for the procedure. A review of the product record did not identify any issues during the manufacturing of the finished goods batch which may have contributed to the event.

Event description:
It was reported that a catheter issue occurred. The 2.00mm x 15mm maverick balloon catheter was selected for use. During preparation inspection it was noted that the catheter tip was fractured. The device was replaced and the procedure proceeded smoothly.